Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/24/2021.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of ce intermate sv (small volume) 200 ml ruptured during setup and preparation. The device had been filled with sandoz zoledronic acid-z 4mg/5ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufactured between december 08, 2020 to december 09, 2020. H10: the device was received for evaluation. Visual inspection revealed that the bladder was ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the rupture. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however the probable cause is related to variation of the material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.